Event description:
Admission diagnoses: obstipation and neurogenic bowel; cerebral palsy and dystonia; seizure disorder; status post deep brain stimulator placement; baclofen pump; possible uti. This is a (B)(6) man with a long history of intermittent constipation. No bowel movement for a week and on (B)(6) 2011, he presented with his abdomen very distended and he was very uncomfortable. He was diagnosed recently with a uti. He was seen in the emergency room in (B)(6) 2011 with constipation. He was treated with fleet's enema, sent home on miralax twice daily and repeat fleet's enema, with instructions to return if problem continued or worsened. He was alert and able to answer questions upon admission. His home medications were continued. He was started on golytely every 10 minutes until he has 4 l. The uti was treated as well. Shortly after admission, he vomited some fresh blood; about a tablespoon. He suffered a witnessed arrest with approximately 20 minutes of chest compressions, multiple rounds of epinephrine and establishing an airway and oxygenation, eventually a pulse was reestablished with a "hr of 130". His abdomen was taut and his lower extremities were purple, which was a sudden change from admission status. He was moved to the picu and a surgical consult was ordered. Ongoing resuscitative efforts were required to maintain heart rate and pulses. CT examination revealed a massively stool-obstructed colonic outlet and bladder neck obstruction as well. A foley catheter was placed draining 3 l of motor oil-colored urine and eventually blood. He was then digitally and manually disimpacted, obtaining massive amounts of hard stool followed by liters of liquid stool and large amounts of gas. Perfusion returned to his legs and his abdomen seemed to decompress a bit. ECG changes identified a severe metabolic acidosis that was treated with infusions of calcium chloride, bicarbonate, glucose, insulin and albuterol nebulization. He continued to deal with hypothermia, metabolic acodosis, and anuria. Mechanical ventilation and vascular support were continued, antiepileptic medications were began IV. Despite the efforts, his abdomen grew again over the next few hours and he suffered a demise related to cardiopulmonary failure. It appears he became septic from bacterial translocation through his extremely damaged intestine as he could not maintain body temperature nor provide cardiac output even with tremendous amounts of support. A dnr order was placed on the chart at the request of the mother. Within the next hour and a half, he had progressive hypotension and hypoxemia and expired with the mother at the bedside.